Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating issues with priming their insulin pump. The patient's blood glucose level was 138 mg/dl at the time of the incident. The customer changed the infusion set three times. The customer sent their reservoirs back for analysis and was shipped replacement reservoirs.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.